Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that he received an alarm and also have little blood at the site. In troubleshooting blockage was found at the site. No further information was available.